Event description:
It was reported that approximately 3 years post xience v stent implantation in the proximal circumflex, on (B)(6) 2011, the patient had a recurrence of lung cancer and was started on chemotherapy. Per social security records, on (B)(6) 2012, the patient died. Cause of death was not provided and autopsy was not performed. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.